Event description:
It was reported that the connector part was damaged and the tube was not connected. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The discharge-side connector(s) were broken off a visual observation of the returned product was done and the customer reported problem was confirmed. No other anomaly was observed. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3012307300-2024-09886 is no longer considered reportable, please disregard any reports associated with it.